Event description:
It was reported to boston scientific corporation that during a percuflex plus ureteral stent placement procedure, the renal end of the stent was unable to curl properly in the kidney. Reportedly, the device was inspected prior to use, and no defect was noticed. The procedure was completed with another of the same device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly "fine".

Manufacturer narrative:
A review of the manufacturing records for this lot showed no evidence of a manufacturing-related potential cause for this event. Analysis of the returned percuflex plus ureteral stent revealed that the shaft of the stent was kinked. Marks were observed on the body of the stent and the suture hole was slightly ripped. The tear at the suture hole is consistent with damage caused by the suture when it is pulled. The suture was not present with the device return. Both the renal and bladder pigtails were properly formed within specification and did not show any anomalies or defects.

Manufacturer narrative:
(B)(4) for the reported event of deformed material.

Event description:
It was reported to boston scientific corporation that during a percuflex plus ureteral stent placement procedure, the renal end of the stent was unable to curl properly in the kidney. Reportedly, the device was inspected prior to use, and no defect was noticed. The procedure was completed with another of the same device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly "fine."